Manufacturer narrative:
The instrument was visually inspected under a microscope. The hook was over deformed (stressing the part beyond the yield point). The iris hook also seemed to have a slight bend to it, as if it had been pinched, which induced local stress/deformation to that section. This is an isolated incident and the potential root cause could be induced local stress which may have occurred during use, although this cannot be confirmed. The assembly process does not induce this type of local stress that could lead to this reported failure. Therefore, the induced stress on the part did not occur at the supplier or during assembly. The root cause cannot be determined and is therefore unknown/inconclusive. We will continue to monitor reports of this type to determine if further action is required. The investigation is complete.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, during the first appointment post-op, a little piece of the iris-hook was found by the surgeon via slit-lamp in the patient's cornea. The surgery was successful without any incident during the procedure. At this time, there is no patient injury. Therefore, the surgeon prefers to let the hook-piece stay in the cornea in order to not cause a lesion of the human tissue.

Manufacturer narrative:
The patient is in a very healthy condition and the practitioner informed the patient that a little piece of the instrument is stuck in the limbus-fringe of the stoma. The product was not returned for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The root cause could not be determined.